Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2022, the patient underwent an unknown surgery with the broad plate and the narrow plate for the fracture of the diaphyseal femur. After the surgery, the fracture of the subtrochanteric femur occurred. The revision surgery was performed on (B)(6), 2022. The patient is (B)(6) and has osteoarthritis. This report involves one (1) unknown screws: trauma. This is report 3 of 4 for (B)(4). This (B)(4) is related to (B)(4) which reports about the event occurred in the revision surgery. This pc reports about the fracture of the subtrochanteric femur occurred after the first surgery.

Manufacturer narrative:
This report is for an unknown screws: trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.